Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, basic occlusion test, and displacement test. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. Unit successfully downloaded to carelink 100 percent. Multiple boluses were delivered and all boluses were recorded in carelink bolus history. No bolus anomaly noted. Unit was received with cracked case at display window corners, lcd window, belt clip slot, and battery tube threads.

Event description:
The customer's mother reported via phone call that the insulin pump had a crack on the screen. The insulin pump was not delivering insulin properly. The boluses were not recorded properly. Customer's blood glucose level was not reported. Her blood glucose levels were unstable. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.